Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-18531, 18532. It was reported the pt is experiencing ineffective stimulation. Diagnostic testing revealed low impedance readings. Reprogramming was unable to resolve the issue. Surgical intervention may be taken at a later date to address this issue.